Event description:
It was reported that the intellivue mx800 indicating that the device displays a speaker failure inop. The customer confirmed there was no audio coming from the device. The device was not in use on a patient at the time of the event, there was no adverse event reported. The following functional tests were performed: a philips response service engineer (rse) spoke to the customer. The customer indicated to their knowledge the device did not make any sound. Results of functional testing indicate the device main board and/or speaker should be replaced. Based on the information available and the testing conducted, the cause of the reported problem was believed to be due to faulty main board and/or speaker. The reported problem was confirmed.